Manufacturer narrative:
(B)(4). Previously reported on MDR #3030677-2016-01423 under (B)(4). (B)(4) is a duplicate of (B)(4) / MDR #3030677-2016-01319 and will be closed as duplicate.

Manufacturer narrative:
UDI #: n/a.

Event description:
It has been reported that the AED did not pass self diagnostic check.